Event description:
A map shift was suspected when compared to the fluoro image. No data was obtained on the amount of shift experienced. There was no pt injury reported. One of the connector pins was found to be broken.